Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision site. Patient¿s symptoms include fever and discharges. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and wound flushing was done. The physician opened the site, flushed it out and reclosed the site.

Event description:
A report was received that the patient had an infection at the midline incision site. Patient¿s symptoms include fever and discharges. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and wound flushing was done. The physician opened the site, flushed it out and reclosed the site.

Manufacturer narrative:
Event date: 2013. Additional suspect medical device component involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient was doing well and was still on antibiotics. The patient continued to have clear fluid, and it was not clearing up. The physician believed that the patient was having some reaction to the device and was not having an infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an infection at the midline incision site. Patient¿s symptoms include fever and discharges. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and wound flushing was done. The physician opened the site, flushed it out and reclosed the site.